Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The endoscope was found to have a missing retaining ring. The root cause is determined to be a workmanship issue. There were additional observations not reported by the site and not related to the above finding. The endoscope right eye had poor focus at all distances. The root cause is not determinable/applicable. Additionally, the endoscope sensor board was cracked. The root cause is attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 30-sept-2022: the endoscope was reportedly inspected prior to use, and no issues were noted. The endoscope was last used on 31-aug-2022. The endoscope did not collide with any other instrument or tool during the procedure. The customer installed the endoscope and noted that it was unsteady. After the completion of the procedure, the customer observed no damage to the endoscope. There was no patient injury.

Event description:
It was reported that during central processing, the customer discovered that parts had fallen off the endoscope. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was found to have a dislodged camera instrument adapter. The root cause was determined to be a workmanship issue. There were additional observations not reported by the site and not related to the above finding. The endoscope was received with mechanical damage to the optical component. The root cause was attributed to mishandling/misuse. The endoscope failed the focus test. The root cause is not determinable/applicable. Review of the provided images and video are consistent with the part falling off. Root cause of the failure mode cannot be confirmed without the returned device. A review of the log showed the endoscope (serial #(B)(4) was last used on (B)(6) 2022 during a procedure with system sk5039. A review of the provided video and images is consistent with the allegation of "parts had fallen off." This complaint is being reported due to the following conclusion: it was alleged that during central processing, the customer discovered that parts had fallen off the xi endoscope. The xi endoscope was found to have a dislodged camera instrument adapter component. A dislodged camera instrument adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.